Event description:
It was reported that the lead that was implanted was expired. It was further reported that the patient developed an infection within a month after the implant procedure. The patient is hospitalized and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.